Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that his mother's blood glucose was 400 mg/dl due to a bent infusion set cannula. The son was planning to treat his mother with a manual insulin injection. Troubleshooting was declined for the high blood glucose. The son requested help rewinding for the new infusion set, and assistance was provided. No products were returned or replaced.